Event description:
It was reported that prior to insertion, the user noticed that the remains of the punctured holes for the drainage eyes on the catheter, were still attached and hanging on the device.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. A red rubber catheter was received opened, with the original packaging. The package was taped and appeared to be closed on initial inspection. Visual inspection showed flashing that could be seen from both drainage eyes. Manipulation of the sample revealed that one of the drainage eyes had not been punched completely. An area of latex was in tact at the proximal end of the drainage eye, which acted to tether the latex waste. This was not detected prior to release. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that prior to insertion, the user noticed that the remains of the punctured holes for the drainage eyes on the catheter, were still attached and hanging on the device.